Manufacturer narrative:
Additional information added to d10, h3 and h6. H10: the device was received for evaluation. A picture was also provided for inspection. The visual inspection of the provided photo revealed several blue stripes in the header cap.the visual inspection with the naked eye of the actual product also revealed several blue stripes in the header cap. A spot of paint was also observed. The reported condition was verified. The cause was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that prior to treatment, foreign matter was observed in the cap of two units of revaclear. There was no patient involvement. No additional information is available.